Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ICU after receiving inappropriate hv therapy due to oversensing and with shortness of breath. It was noted that the patient had dialysis on the same day of the shock. Patient will be monitored.